Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "left revision total hip arthroplasty. History of tha left. Removed: 36d insert. No further information per hospital." Spoke to rep, who will try to find out the reason for revision. Rep confirmed only the liner was revised. No information pertaining to reason for revision.